Manufacturer narrative:
The following sections have been updated: a1: patient identifier a2: age b3: date of the event b4: date of this report b5: describe event or problem d6: implant/explant dates d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
Doctor also reported infection. Two primary stable implants were placed, doctor reported a bowl-shaped implant fracture with fistula at tooth site 30, the other implant remains implanted without any issues, although they are close to each other.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported implant placement without any complications, implant was primary stable. After three months doctor noticed bowl-shaped bone loss with inflammation around the implant. Implant was removed and doctor reported complete healing. A second adjacent implant was placed with no integration problems.

Manufacturer narrative:
The complaint reported: doctor reported implant placement without any complications, implant was primary stable. After three months the doctor noticed bowl-shaped bone loss with inflammation around the implant. The implant was removed, and the doctor reported complete healing. A second adjacent implant was placed with no integration problems. Upon receipt of per form and product return, the doctor also reported infection. Two primary stable implants were placed, doctor reported a bowl-shaped implant fracture with fistula at tooth site # 46, the other implant remains implanted without any issues, although they are close to each other. Zimvie received one (1) tsvm4b11, (imp, tsv, mcol mg,4.1mm,11.5mml) for evaluation. Visual evaluation of the as returned product identified signs of use, with debris on the external threads. Unable to detect a fractured implant. Infection & bone loss are medical conditions and are non-verifiable with the information provided. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 46 (fdi) and was used for approximately 5 months, 25 days. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1251899. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251899 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Appropriate documents were reviewed. Based on the investigation and risk management file review the most likely root causes determined from the investigation were clinician places implant in a patient with patient factors (e.g., poor bone quality, poor patient hygiene, periodontal issues, preexisting medical conditions) incompatible with osseointegration of implant, clinician places implant in a patient with poor oral hygiene or parafunctional habits incompatible with long-term osseointegration of implant. Therefore, based on the available information, device malfunction did not occur, and the reported event (fracture implant) was unconfirmed. Additionally, the reported events of bone loss, and infection are non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported implant placement without any complications, implant was primary stable. After three months doctor noticed bowl-shaped bone loss with inflammation around the implant. Implant was removed and doctor reported complete healing. A second adjacent implant was placed with no integration problems. Doctor also reported infection. Two primary stable implants were placed, doctor reported a bowl-shaped implant fracture with fistula at tooth site 30, the other implant remains implanted without any issues, although they are close to each other.